Event description:
Info received indicates the scale is inaccurate when the head section is raised to 20 to 25 degrees.

Manufacturer narrative:
The facilities maintenance has not made repairs to the bed.